Event description:
Subsequent information from the clinical site reported the cause of death as cancer. The patient had been diagnosed with vulva cancer and elected to forgo any treatment options. An autopsy was not performed and no post-mortem interrogation was collected. The patient reportedly passed away at home. The clinical investigator has concluded that the death was unrelated to the boston scientific implanted system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device passed away. No other information has been received at this time; however, it was reported that device involvement could not be eliminated.